Manufacturer narrative:
The device history record (DHR) for the lot number 7333866 was reviewed on 6/7/2018 and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/25/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with a mentor siltex round moderate profile 425cc saline prosthesis. On (B)(6) 2018 right sided deflation was observed. The device was received with no fluid. A rent measuring approximately 0.2 cm was observed within an area of siltex cracking on the anterior aspect. No other anomalies were discovered. The complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammaries. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent primary breast augmentation with a mentor siltex round moderate profile 425cc saline prosthesis. On (B)(6) 2018 right sided deflation was observed. As a result, and explant was performed on (B)(6) 2018.